Manufacturer narrative:
A photo was provided of a multifocal lens in the eye. Associated products were not provided. It is unknown if qualified products were used. The product investigation could not identify a root cause for the reported complaint. No determination can be made based on our observation of the attached photo. It is difficult to make a final determination without evaluation of the physical sample. Associated products were not provided. It is unknown if qualified products were used. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. Follow up attempts were made. No further information has been provided. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. A photo was provided of a multifocal lens in the eye. The reported "long black mark" cannot be visualized in the photo. Root cause has not been identified. There have been one other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported during the intraocular lens implantation it was seen after unfolding there is a long black mark in the lens that could not be removed even after trying to scratch it off underneath and seemed to be imbedded. At one week patient is not too bothered by it, but does notice something there. Additional information has been requested and received stating it was the product that contributed to this issue.